Event description:
A malfunction alarm was reported by the caller involving a pump, recognized as malfunction 199 in tandem source. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided assistance by instructing the caller on how to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if similar issues arose.